Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspections were not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as not lot code information was provided. Complaint history review: not performed as not lot code information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient was revised on a right knee due to infection. Insert was removed and replaced.

Event description:
It was reported that patient was revised on a right knee due to infection. Insert was removed and replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.